Event description:
It was reported to medtronic neurosurgery that the pt was experiencing low pressure headaches and that physician had encountered difficulty when attempting to adjust the performance level (pl) of the pt's adjustable valve. According to the report, the valve was initially set at pl 2.0 and was able to be adjusted to pl 1.0 without incident. However, the report states that the physician was unable to readjust the valve to the desired pl of 2.5, and that it took multiple attempts to raise the pl level back up to 2.0. The report then states that a stronger adjustment magnet was sent to the sales rep for the physician to use to re-attempt to adjust the valve.

Manufacturer narrative:
The product is unavailable for return. Therefore an eval of the device performance was not possible. A review of the mfg records was not possible as no lot number was provided.